Manufacturer narrative:
E2/e3: information was asked. But unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available. Initial reporter facility name and address:(B)(6).

Event description:
It was reported, that the subject device had displayed scope communication error b-30. There were no reports of patient harm.

Event description:
It was reported that the subject device had displayed scope communication error b-30. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable stress boot watertight defect on the head side a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.